Manufacturer narrative:
The additional device referenced is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported entrapment of device (clip caught on chordae) appears to be due patient anatomy (prolapse and flail leaflet) and procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the leaflets caught on the grippers requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to <1. The patient was readmitted on (B)(6) 2022 to treat an additional p2 lateral prolapse and flail as the mr had increased to 4. The original clips were confirmed to be stable on both leaflets. Per the physician, the increased mr was due to progression of disease. A second procedure was performed on (B)(6) 2022. One clip delivery system (cds) was positioned on the lateral side of the original clips. The grasp was confirmed but there was remaining mr on the lateral side of the clip therefore the leaflets were ungrasped to reposition the clip. As the clip was opened, both leaflets became stuck on the grippers. Several maneuvers were attempted to free the clip but it was not possible. The decision was made to attempt a grasp as the clip couldn't be brought back in the atrium. A successful grasp was achieved with mr reduced to mild before deployment. After the deployment, a jet appeared inside the clip. There was no leaflet damage suspected and the clip remained fully closed. The procedure was completed with the mr reduced to 2-3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.